Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
On/off switch on the mpj joystick is stripped, so there are issues turning it. Intermittently, once the chair is turned off, there is difficulty turning it back on again.